Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient underwent ipg replacement. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient underwent ipg replacement. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that device malfunction was possible but not sure if patient's compliance with charging was an issue. Sc-1110-02 (sn (B)(4)) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was not confirmed. Device exhibits normal charging and discharging characteristics when charged with recommended optimal alignment. When alignment optimization is reduced, charging can lengthen considerably. The battery is depleting its charge at a rate of 11.33 mvdc per day with the stimulation turned off, which is within the typical ipg battery depletion rate.